Event description:
It was reported, the customer experienced high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. The customer stated they were unable to lower their blood glucose to below 300 mg/dl. The customer's current blood glucose was 313 mg/dl. Customer has changed their infusion set 4 times. Customer treated their blood glucose with a manual injection and the insulin pump. It was also found the customer had excessive thirst from their high blood glucose. Customer declined to check their settings during troubleshooting. The customer's insulin pump also alarmed no delivery during a high pressure test. Troubleshooting found the customer's insulin pump was working as designed. It was also found the customer did not have bent cannula after removing their infusion set. Customer was advised to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.